Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, visual inspection revealed damage to the grommet.

Event description:
It was reported during the implant procedure that there was oversensing with normal impedance until (B) (6) 2008, and that the patient presented to the ER having received 60 inappropriate shocks. Additional information received was that the lead was capped and replaced. The device was electively replaced. During the implant procedure, the new ICD was showing "significant noise." The leads were disconnected and reattached producing the same result. The device was not implanted. No patient complications have been reported as a result of this event.